Manufacturer narrative:
Correction to sections d.1 and d.4

Event description:
Customer reported the male luer on the alaris® pump module administration set (2420-0500) would spin off of the maxplus® needleless connector (mp1000-c), disconnect and cause leakage. No patient harm reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer¿s report of the male luer spins off of the maxplus valve was not confirmed. The suspect maxplus valve model mp1000-c was not received. The customer returned one new unopened maxplus valve along with the concomitant set (2420-0500) for investigation. Functional testing performed on the received samples after proper attachment of the mating components was unable to duplicate the reported issue. The root cause of the reported male luer spins off of the maxplus valve was not identified.